Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error displayed on the screen. Customer's blood glucose value was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting. Customer had removed the battery of the insulin pump but the alarm will not stop. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.